Event description:
It was reported that during a laparoscopic appendectomy, the device stopped working midway through the procedure. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Date sent: 4/29/08. Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and gave an error code 7 due to the continuity being out of specification. The handpiece was disassembled; a torn acoustic isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.